Event description:
It was reported that the recharger was shutting down the remote controller when connecting, just like a short circuit. Then can't start the remote controller again but can reset by reconnect the battery. Troubleshooting was performed by checking with a different remote controller. The recharger will be replaced. The issue was not resolved. No surgical intervention occurred, nor was planned. The patient was alive with no injury. It was reported that the replacement recharger resolved the event.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# b)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. G2. Foreign: dk medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6). Product type recharger h3. Analysis found non-conformances and the recharger. Damage was visually seen at the system connector (frayed / broken cable). Recharger passed debug modes test, no functionality failure detected on this recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.